Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to establish telemetry when attempting to interrogate the implantable cardioverter defibrillator (ICD). The patient was noted to have an left ventricular assist device (lvad) that may have caused interference. The physician attempted to interrogate using aluminium foil which provided some relief. The interrogation session was not able to sync upon completion. The device remains in use. No patient complications have been reported as a result of this event.